Event description:
The customer reported and alleging that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. No info if the vent has been repaired at this time.